Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found an outer insulation abrasion on the lead from the distal end consistent with friction to another device. The abrasion went through to the distal coil lumen.

Event description:
This report is to advise of an event observed during analysis.